Manufacturer narrative:
Concomitant: product ID 8590-1, lot# n132992, implanted: 2008-(B)(6), product type accessory. Product ID 8709sc, serial# (B)(4), implanted: 2008-(B)(6), product type catheter.

Event description:
It was reported that before the new pump was implanted, they reportedly put dye in the pump to check the catheter and the reporter stated that some dye was going through, not all of it. The patient was ¿approved for a new catheter¿ but they only replaced the pump at that time. The pump system was being used to infuse dilaudid. No patient symptoms or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.